Manufacturer narrative:
On may 04, 2023, mentor completed a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold extending from the posterior view to the anterior view. Leak testing was performed, according to mentor procedure, and it identified a tear within the crease/fold on the posterior view, measuring approximately 0.5 cm. A microscopic examination was performed and no instrument damage was observed at the edges of the rupture. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation in a later time. Breast implants may also simply wear out over time. The manufacturing record evaluation (mre) of lot number 238864 was requested to the quality operations team. However, the physical file of the DHR was not found. It is possible that the lot number provided is not valid. Should additional information become available, mentor will submit a supplemental report accordingly. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 30, 2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 60-year-old caucasian female patient underwent a breast augmentation revision surgery with a 350cc mentor smooth round moderate profile saline breast implant. Post-operatively, the patient experienced a deflation of her right prosthesis, which was confirmed during a physical exam. As a result, the patient underwent removal and replacement with an unspecified breast implant on (B)(6) 2023.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).